Event description:
This lead was implanted on (B)(6) 2011. And was part of a system explant on (B)(6) 2011, due to intolerable pain as reported by the patient. The patient had a wound vac placed at that time, due to an elevated wbc count, but the gram stain and wound cultures were negative. Indicating there was no infection present. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).